Event description:
The customer reported that upon system power up, the patient support top moved towards the gantry without being commanded to move. Phillips service confirmed that there was no patient involvement and that no one was no patient involvement and that no one was injured due to this event.

Manufacturer narrative:
Note: we have not complete our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).